Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek vantus meter serial number (B)(4) compared on an unspecified laboratory method. The result from the laboratory was 2.4 inr. The customer tested approximately 4 hours later on the meter with a result of 3.5 inr. On (B)(6) 2018 the result from the meter was 3.7 inr. The result from the laboratory within 30 minutes was 2.5 inr. The customer's therapeutic range is 2.5 - 3.0 inr. No medical treatment was necessary. No adverse event occurred. The customer does not have an hct issues. The customer is not on any other blood thinners. The customer has apa syndrome. Product labeling states "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e. Elevated inr values." Patients with apas are advised to contact their doctor. The customer has not had any diet changes, no new medication and has not been ill recently. The meter and test strips were requested for investigation. The meter and 1 test strip were returned. Retention test strips with the same lot number were also used. Testing results: qc 1: 2.5 inr; qc 2: 2.5 inr; qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. Retention test strips (lot 304974) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.